Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Initial reporter facility name: (B)(6) hospital.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system unable to override group to the station. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to assign the override group to the station. The technical support specialist (tss) logged out of enterprise server and then logged back in. The tss verified that the override group was correctly assigned. A software bug was identified when adding, removing, and re-adding an override group to a device. The attempt to re-associate the override group failed within the device user interface, but no error message was displayed. Although a reactive hotfix was applied, it did not resolve the bug. The tss accessed the application server and applied the article named "unable to reassign override group to a device for station". The tss successfully assigned the override group and verified with the customer that the issue had been resolved. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system unable to override group to the station. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.